Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user reported experiencing continuous low blood glucose (bg), leading to an ems visit. On (B)(6) 2025 the user had announced a "more than" dinner meal bolus while already low. The lowest bg recorded was 53 mg/dl. Ems was called and corrected the user's bg with orange juice. No hospitalization occurred. The user experienced confusion but no other symptoms. The user also reported they recently switched from a dexcom g6 continuous glucose monitor (cgm) to a freestyle libre 3+ cgm on (B)(6) 2025.